Event description:
Port placed for administration of chemotherapy developed leak in connection between reservoir and administration tubing. This was discovered when contrast was injected through the port. Pt received chemotherapy prior to detection of leak but sustained no injury. Cause of leak believed to be caused by device blade during insertion.